Manufacturer narrative:
Follow-up received on 13-jul-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c51066; production date: 16-apr-2014; expiration date: 30-apr-2017. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed. The device was returned without micro-insert. The catheter large tight pitch coil found to be stretched and broken. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert or catheter breaking during the procedure and detachment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue. In addition, the ae case refers to device misuse. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the implant did not get loose from the inserter while it was stuck in patient's fallopian tube. Physician had to cut the insert with scissors, part of it remained in the patient. The reported events were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case essure insertion was complicated by a device deployment issue. Considering that it occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The updated technical analysis (sample received) concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 11-sep-2015 from physician (case now considered incident): physician told that laparoscopy has been performed. Part of essure implant had been managed to be removed from the patient. At the same time laparoscopic sterilization was performed and the patient has recovered well. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-sep-2015 for the following meddra preferred terms: device deployment issue: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the implant did not get loose from the inserter while it was stuck in patient's fallopian tube. Physician had to cut the insert with scissors, part of it remained in the patient. A laparoscopy was performed to remove the remaining part of the coil and at the same time she underwent a laparoscopic sterilization. The reported events were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case essure insertion was complicated by a device deployment issue. Considering that it occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case is regarded incident since a device removal was required. The updated technical analysis (sample received) concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 09-jun-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician was inserting essure to the patient and according to her she had done all the steps correctly and in right order. However, the implant did not get loose from the inserter while it was stuck in patient's fallopian tube from the other end. Implant needed to be cut and part of it remained in patient. Therefore new insertion was not tried and a laparoscopic sterilization is planned. Follow-up received on 18-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c51066; production date: 16-apr-2014; expiration date: 30-apr-2017. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking during the procedure and detachment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue. In addition, the ae case refers to device misuse. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the implant did not get loose from the inserter while it was stuck in patient's fallopian tube. Physician had to cut the insert with scissors, part of it remained in the patient. The reported events were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case essure insertion was complicated by a device deployment issue. Considering that it occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.